Event description:
As reported by the user facility: during set of a machine, it was noted that the pump segment the squishy part of the line, the arterial line (one with the red clamp) right where the pump seg connects to the arterial pod broke completely apart. All the team mate did was to push the arterial part into the pump and it broke completely off. This has also been happening when staff taking the pump segment off the pump after the end of treatment. Another rn said that it has been reported to her sometimes when stripping the machine - the caller is not aware of the frequency, the dates of occurrence or the lot. Staff was not alarmed as this has been occurring at the end treatment. If this happens during treatment the patient could bleed out.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.